Manufacturer narrative:
DHR - lot 6357736 met specifications when released failure analysis - the issue of the complaint was not confirmed: sticky residue along catheter body, sn label missing from connector and slight film over sensor. Cerelink monitor was acceptable, icp express read 438. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause - the root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to an excessive pressure applied to product.

Event description:
A surgeon reported a cerelink sensor (ID 826851) was implanted on (B)(6) 2023. After the implantation the values were positive and reliable. On (B)(6) , 2023, the monitor showed negative values: not compatible with reliable values. It seems that all the steps of implantation procedure were done correctly. The sensor was explanted and not replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.